Manufacturer narrative:
(B)(4) date sent: 2/18/2022 h2: additional information received: three photos were received for review. During the visual analysis, the following was observed: the first photo shows a trocar with the sleeve broken off. The second and third photos shows the tyvek of the bladeless device with the lot number 390a63 and expiration date 2026-06-30. The photo of packaging does not match what customer reported as device lot as lot shown on packaging is 390a63 and lot number reported by customer for device is 390a64. Additional information was also received from affiliate to consider 390a64 as the lot number for the device. If additional information becomes available regarding the the packaging photos with lot number 390a63, a supplemental medwatch will be submitted. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. H11=corrected data=h3 h3: device evaluated by manufacturer? Not returned to manufacturer (as device was discarded)

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the thoracoscopic lobar surgery, the client used trocar as the lens hole. Everything was normal when the puncture device was used as the lens hole when entering the patient's chest. When the trocar was removed at the end of the surgery, it was found that the puncture device had a large crack. The pieces that fell in patient were retrieved and there was no patient consequence.